Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient was admitted to the emergency department on (B)(6) 2020. It was noted that the ventricular lead exhibited intermittent noise. There were multiple noise reversion episodes recorded on (B)(6) 2020, and (B)(6) 2020. The patient would intermittently pace up to the max track rate of 110 before resuming automatic mode switch. There were also a couple of anomalous low impedance measurements, most recently approximately (B)(6) 2019 according to the impedance trend chart. The lead was capped and replaced on (B)(6) 2020. The patient was stable.